Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated, nor could magnet tones be obtained. The device will be replaced and returned to guidant for analysis.